Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Inspected the plug assembly, no issues were observed. Sensor was activated with known good reader. This complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "check sensor" error message was reported with the adc device and the customer was unable to obtain readings and as a result, the customer experienced confusion. The customer had contact with a healthcare provider who provided milk with sugar and cookies for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "check sensor" error message was reported with the adc device and the customer was unable to obtain readings and as a result, the customer experienced confusion. The customer had contact with a healthcare provider who provided milk with sugar and cookies for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.